Manufacturer narrative:
Additional information received: updated a1, b3, and h6. The reporter stated that the issue was discovered during a pm and there was no patient involved.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed a crack in the return tube which allowed for water to leak from the warming tank. The cause of the cracking was not confirmed.

Event description:
Information was received that a smiths medical level 1 trauma fast flow system has over temperature alarm intermittently. It was reported that upon opening the device, water was leaking from one of the tubes; the board was noted to be rusted and corrupted as well. No adverse effects reported.